Event description:
It was initially observed during the analysis of the pt's last known settings following explant of the pulse generator that an interruption in the device diagnostics occurred at some point. It is believed that it more than likely occurred during the revision surgery during the use of the company rep's handheld computer and settings were not corrected at that time as it was not necessary since the generator was being immediately replaced. The date of occurrence of the interruption cannot be confirmed at this time. (B)(4) attempts to obtain add'l info have been unsuccessful to date.